Manufacturer narrative:
The device remains in service with no remedial action yet taken. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Information suggests that the defibrillation lead was removed from service, for probable fracture. This lead has not yet been returned to boston scientific. The two attempted crt-ds have not yet been returned to boston scientific either. The acute rv lead was unable to be successfully attempted for implant placed due to superior vena cava occlusion. Epicardial patches were going to be placed in lieu. For this crt-d, greater than 125 ohms shock impedance continues to be present. The investigation is considered closed at this time. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received further information indicating that the shock impedance on the transvenous lead has continued to be higher than 125 ohms. Shortly after the implant procedure, the physician recommended defibrillation patches to reduce the shock impedance levels, however the patient declined the procedure. Three months later, non invasive programmed stimulation or dft testing was recommended by the physician, however once again the patient declined additional treatment. As a result, high shock impedance levels greater than 125 ohms has persisted for the past year since implant. It was also noted that during the implant procedure, only one cardiac resynchronization therapy defibrillator (crt-d) was attempted for implant, as this device was successfully implanted. Additionally, the defibrillation lead was not removed due to probable fracture, but instead has remained in service for the past year with high shock impedance levels greater than 125 ohms.

Event description:
Boston scientific received information that during a routine device changeout, the transvenous defibrillation lead in association with two attempted cardiac resynchronization therapy defibrillators (crt-ds) did exhibit greater than 125 ohms shock impedance in all configurations. During troubleshooting that ensued, under fluoroscopy, a bend in this rv lead was observed. Re-seating of the distal df pin was also suggested as part of troubleshooting, however there was never any reported evidence or allegation of a device to lead connection issue with either attempted crt-d. There were no reported adverse patient effects associated with this clinical observation.